Event description:
During sterile compounding activities in the IV room, a pharmacy tech found that drug solution pulled up in the 60 ml syringes was leaking from the plunger portion of the syringe. Lot number was obtained and these syringes were quarantined. FDA safety report ID# (B)(4).